Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of 492 mg/dl to 500 mg/dl. Customer also reported that, the cannula was bent. Customer was wearing the pump at time of hospitalization. Customer declined to troubleshoot bent and high blood glucose because working with rep and will try different sets. The device will not be returned for analysis.